Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill messages occurred after cartridges were filled with 300 units. Customer's blood glucose was 256 mg/dl. A new cartridge was loaded to address the event and insulin delivery was resumed.